Event description:
A report was received that the patient had contracted a serious infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was prescribed with antibiotics to treat the infection.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2019. Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5070272/7054504, model/catalog description: infinion cx lead kit, 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had contracted a serious infection. The patient underwent an explant procedure.